Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not inpatient use. During the evaluation of the device at the manufacturer's service center, the device failed testing due to a software issue. The device was retested and passed full testing. The device is ready for dispatch.